Event description:
On (B)(6) 2013, the patient¿s mom/reporter contacted animas on behalf of the patient to report her son¿s blood glucose was elevated to 300 mg/dl with ketones after the pump lost power. It was noted that the replace battery and low battery alarms occurred earlier that morning around 4 am. The patient took bolus insulin per the subject pump prior to the phone call to animas. The patient was instructed to come off of insulin pump therapy and switch to a backup plan. After the phone call, the patient was on lantus insulin. During troubleshooting, the power issue was not resolved. There was no product misused. The battery type matched the battery setting. The battery compartment and cap was not damage. This complaint is being reported because the patient had elevated blood glucose with sign of ketones after the subject pump lost power.

Manufacturer narrative:
Follow-up #1: date of submission 10/23/2013 device evaluation: the device has been returned and evaluated by product analysis on 10/04/2013 with the following findings:a review of the black box showed a ¿low battery¿ warning on 07/02/2013 at 04:23, followed by a ¿replace battery¿ alarm on 07/02/2013 at 04:34. This alarm was not confirmed until 07/02/2013 08:34. Current draws were tested and were found to be within required specifications. A ¿low battery¿ warning was reproduced for the investigation with the pump giving the appropriate audio-visual alerts. The pump was exercised for 29 hours with no delivery issues. The pump cover was removed and no intermittent connections were found. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.